Manufacturer narrative:
The pump was received with currents within specification. However, the pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarms noted. The motor passed the motor test. No compromised force sensor system alarms noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm was noted in the alarm history screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm and motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.